Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the right side screw cut through the medial vortex of the pedicle at l3. It was additionally reported that right screw passed medial to the pedicle at l4 and the transpendicular screws passed medial and inferior to the pedicles at l3 and l4. The date of onset was reported to be on (B)(6) 2021. The complication was resolved during a planned surgical procedure in which the hardware was removed. No additional information has been provided.